Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 and (B)(6) 2025 for more than 80 cfus of klebsiella pneumoniae. The device was tested again on (B)(6) 2025 and it tested positive for 14 colony forming units (cfus) of mesophilic bacillus supp. And coagulase-negative staphylococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report: it was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for greater than 80 cfus of klebsiella pneumoniae. The device was tested again on (B)(6) 2025 and it tested positive for 14 colony forming units (cfus) of mesophilic bacillus supp. And coagulase-negative staphylococci.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d9 - date returned to manufacture, h3, h6, h11. Correction fields: b3, b5. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This assessment has been created to generate a correction supplemental MDR. Updated field(s): h6, h11 olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a

Event description:
No additional information received from customer.